Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. This initial MDR was filed on 24-feb-25 under 2112667-2025-01290 with the incorrect manufacturing site. This initial MDR is being filed to correct the manufacturing site.

Event description:
It was reported that there was an error preventing mechanical ventilation. There was no patient involvement.